Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The observed codes were related to the internal battery and the power management board. The customer rejected the repair estimate, so the device was scrapped at the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.